Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) fuses were required to be replaced. Once the fuses were replaced, the imaging system then passed the system checkout and was found to be fully functional. The fuses were discarded so no further analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, when wheeling the system into storage after a case, the mobile view station (mvs) was beeping and when it was plugged in, there was no line power. The site tried multiple different outlets but did not work. There was no patient present when this issue was identified.